Event description:
Consumer reported low audio output alert. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.